Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device displayed a "bridge test failed" message. The device was powered off and back on and was able to charge and discharge energy to treat the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was turned off and back on to continue treating the pt.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device's hv module, bridge board and system board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.